Event description:
It was reported that a device issue occurred. Vascular access was obtained via the radial artery. The 86% stenosed, 24mmx3mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the physician found it did not meet expectations. A balloon was used to complete the procedure. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older.